Event description:
Provider states, the cables snapped and did not know why and perhaps they were installed too tight. Cables are for foot-operated wheel locks.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.